Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a patient had redness around infusion site when using a bd intima ii¿ IV catheter prn adapter. Three days later rotting phenomenon was found and the patient was hospitalized.